Event description:
It was report that a physician was attempting to deploy an endeavor sprint rx drug eluting stent to treat a lesion located in the lad with moderate tortuosity, 80% stenosis and severe calcification. Vessel was pre-dilated, however it was reported that the endeavor sprint stent could not pass the lesion. Force was required to advance/remove the device to/from target lesion. As the device was being removed from the patient the stent slipped off the balloon and dislodged in the lad. The dislodged stent was snared successfully and another brand stent was then used to complete the procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis and severe calcifications). Failure to follow instructions (force used). No results available since no evaluation performed (no device or procedural images returned). (B)(4).

Event description:
Device evaluation: the stent was not returned with the device. The distal tip was flared. Crimp impressions were visible along the working length of the balloon. Initial mandrel movement failed due to a blockage in the inner lumen.